Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an itchy scalp and itching on their entire body after two hours of treatment with a polyflux 14l. The patient was treated with an intravenous injection of dexamethasone 5 mg, and a muscle injection of diphenhydramine 20 mg. Symptoms was reported to have improved. No additional information is available.